Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported out of range signal. The root cause was determined to be a defective transmitter.

Event description:
A foreign distributor contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014 foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.